Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 326d36. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the staple height selector from the right side was broken and not returne, with no reload loaded in the device. Further analysis revealed that the anvil was partially detached from the distal end, and two anvil posts in this area appeared damaged, suggesting the anvil may have been pulled out of the device. Additionally, the anvil shroud locks were broken, preventing the metal anvil from being properly seated. Due to this condition, the device could not be closed. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 326d36, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Which part broke (shroud, firing knob, pinch grip, etc.) ¿ reload height selection button 2. Did any piece break off of the device - yes. 3. Did any pieces fall into the patient - no. 4. If yes, were they retrieved - nil. 5. Will all pieces be returned with the device ¿ yes. 6. If no, were they discarded. 7. Could you please clarify if there were any patient consequences - nil. 8. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Kindly confirm the device return status - done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the reload selecting knob broken. No patient consequences were reported.